Event description:
It was reported that the patient was experiencing pain at the ipg site and needed expanded MRI capability. As a result, surgical intervention was undertaken where the ipg was repositioned as well as replaced. During the procedure the existing lead had a contact with high impedances that would not clear, so the lead was replaced as well to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.